Event description:
It was reported that three years, four months, and six days post-port placement, during infusion of cytostatic, the patient experienced oedema and erythema at the implant site without pain. It was further reported that an x-ray was performed, allegedly showing disunion of the chamber and catheter. Contrast opacification allegedly presented a leak at the clavicular level. Furthermore, a slit was visible on the catheter at the sixteen-centimeter mark. Reportedly, catheter removal of the right-side implantable chamber was conducted, and a new left-side chamber was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port attached to a groshong catheter was received for evaluation and two photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the catheter were noted to be uneven and the surface was noted to be granular in one region and round in the other. Upon infusion, water was noted leaking from the break. The photo shows the port attached to the groshong catheter in which a partial break was noted from the distal end of the cathlock. Therefore, the investigation is confirmed for the reported fracture, leak and the identified deformation and material wear issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years, four months, and six days post-port placement, during infusion of cytostatic, the patient experienced oedema and erythema at the implant site without pain. It was further reported that an x-ray was performed, allegedly showing disunion of the chamber and catheter. Contrast opacification allegedly presented a leak at the clavicular level. Furthermore, a slit was visible on the catheter at the sixteen-centimeter mark. Reportedly, catheter removal of the right-side implantable chamber was conducted, and a new left-side chamber was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.